Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight of the device within specification, creases flat, deformation and brown particles in the shell. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Health professional reported left side late seroma and double capsule. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: late seroma and double capsule.

Event description:
Health professional reported left side late seroma and double capsule. Device was explanted.